Event description:
I got the essure procedure done in late 2008, I'm unsure of the exact date, but it was after my daughter's birth in 2008. The procedure was done at (B)(6) by my ob/gyn, dr (B)(6). I was "put under" for the procedure and had some mild cramping afterward. My real issues didn't start until roughly 6 months later and have been getting worse with each passing year. I became depressed, started having anxiety attacks, my periods have gotten heavier and the cramping is so bad that I am often doubled over in pain. Before essure, I rarely ever had cramps. Now my periods are so heavy during the first 4 or 5 days of my period that I am flooding a super plus tampon within 15 minutes time while sitting down! If I am standing or moving around, it's much sooner than that. The past few months I have been passing blood clots 3-4 inches in diameter. This is not normal for me. Since getting essure, I have migraines that will last for days and that hurt so badly I end up throwing up. I get at least 3 or 4 of them per month. I suffer from depression, anxiety, chronic pain in my hip and was diagnosed about a year ago with fibromyalgia. My quality of life is very low. I am in constant pain, have bouts of insomnia and have put on over 100 lbs since essure was implanted. I do not currently have health insurance so I am unable to go to the dr or ER. Sometimes when walking or sitting I get sharp pains in my abdomen, like something in there is stabbing me, and I'm afraid it is one of my coils. Over the past 6 months (when I still had insurance) I had xrays, a CT scan and 2 MRI's to try to find the source of my hip pain that has been plaguing me since I had the essure coils placed. All of those test have left the doctors baffled because they show that nothing is wrong. But my inability to walk, bend over, constant pain, and numbness tells me something is wrong. Something is terribly wrong. I am (B)(6) and my (B)(6) mother in law can play with my daughter and get around better than me. Something is wrong! None of these things happened to me until after essure. I finally got fed up about a year ago and started looking for answers online and have connected with groups of women who all have very similar symptoms and one common factor...we all have essure!